Event description:
It was reported that, the oxygen sensor in a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed.